Manufacturer narrative:
(B)(4).

Event description:
The device has powered off two times since implant which was in (B)(6) 2012. The patient visited their health care provider on (B)(6)-2013 in regards to this event. Additional information has been requested.

Manufacturer narrative:
Event occurred in (B)(6).

Event description:
Follow up information received reported that the cause of the issue was unknown. No diagnostics or interventions were performed and it was reported that patient was receiving effective therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Correction: additional information received reported that serial number. The manufacturing site ID and address have been updated.